Event description:
Physician removed and replaced an intraocular lens after patient claimed a loss of vision 10 years after initial surgery.

Manufacturer narrative:
Visual examination of the iol shows an unidentified dried substance covering the optic. Analysis of the substance is anticipated but not yet begun. The relationship between the device and the adverse event is unknown at this time. The lens met all manufacturing specifications prior to release.